Event description:
It was reported an implantable neurostimulator (ins) overdischarge was suspected. It was noted the patient had stimulation on monday through wednesday and then had no stimulation. It was further noted the patient went to charge yesterday and they could not. The reporter stated the patient recently lost weight and sometime between wednesday and the day of this report they could feel the ins completely flip within the pocket. It was noted that there was no communication with the clinician programmer, patient programmer, or recharger. It was further noted the patient had not had any issues charging in the past. The reporter stated they were unsure if the ins was oriented correctly at the time of this report. It was noted the manufacturing representative used the antenna locate feature twice and did not get a power on reset (por). The reporter stated they saw 40-52 when antenna locate was used. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.